Event description:
This was a lead extraction procedure to remove two abandoned leads and to extract and replace a cs lead (total of three leads to be extracted). All three leads were prepped with an lld-ez and a cook bulldog was also used on the ICD lead (mdt 6949 rv ICD, implanted 107 months). The extraction began on the ICD lead using a 14f glidelight laser sheath. Scarring was encountered in the subclavian/innominate and on the proximal coil. The distal coil of the 6949 ICD lead was bound to the distal coil of a functional durata ICD lead that was not planned for extraction and the binding of the leads together was causing the durata to pull back. The decision was made to switch to the ra lead (mdt 4574, implanted 107 months). The 14f glidelight was used and once the catheter was at the electrode, a significant drop in the patient's blood pressure was noted followed by noticeable cardiac tamponade on ice. Rescue measures were initiated and the CT surgeon was called into the room. A pericardial tap was performed followed by a sternotomy; however, the physician was unable to repair the injury. The patient did not survive the intervention.